Event description:
Affiliate reports pt had thyroid surgery in 2001. Two years later pt developed a foreign body reaction which developed into an abscess which was drained. Wound healed two months later. Two years later swelling developed at the same site with redness and pain. A nodule was excised and the surgeon reports the presence of two unresorbed sutures.

Manufacturer narrative:
H-6 conclusion code: no conclusion can be drawn at this time. Implantation studies indicate that coated vicryl suture retains approximately 75% of its orginal breaking strength at two weeks post implantation. All of the original breaking strength is lost by five weeks post implantation and the absorption of coated vicryl suture is essentially complete between 56 and 70 days post implantation.